Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of pain, lack of mobility, metallosis and damage to bone/tissue. There has been no reported revision procedure to date. A review of invoice history could not confirm the initial surgery date or whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown; product identification/expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.